Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the entire length of the hypotube. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found the distal end struts were pulled distally and as a result were positioned over the distal markerband. This type of damage is consistent with excessive force being applied to the crimped stent during withdrawal from the patient. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-oct-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery (rca). After a 6f non-bsc guide catheter and 0.014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x15 non-bsc balloon catheter. A 38 x 2.50 promus premier&#10244;rug eluting stent was then advanced but failed to cross the lesion. The device was removed and another 38 x 2.50 synergy stent was deployed in the mid rca. Post dilatation was done with a 3.0 x 8 non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.